Event description:
It was reported that there was high impedance, possible fracture and no capture at high output on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 96 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. During the week ending on (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend in the 30-40 ohm range. During the week ending on (B)(6) 2015, rv pacing impedance measured 4047 ohms following a rising trend starting (B)(6) 2014. During the week ending on (B)(6) 2015, svc coil impedance spiked to 254 ohms up from a trend of 40-50 ohm range.